Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomena were presumed to have been due to the failure of the front panel unit, and poor lighting from poor contact of the cr (printed circuit) board. No feedback is deemed necessary for the user facility, as this is not perceived as a recurring issue, nor is there any abnormality found that would lead to the event that could have been addressed via a labeling review. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the high flow insufflation unit's light emitting diodes (leds) were flickering due to poor contact of the printed circuit board. Additionally, due to damage on the front panel, the led on the control panel does not light up. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.